Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that there was an issue in which we believe the 120ml of blood clotted inside the centrifuge cassette. Fully pressurized, the surgeon said efforts were made to relieve the pressure by manually working the pump and prp syringe output port to relieve the pressure inside the cassette. He stated that the clot appeared to be in the hub of the cassette and housing where the tube enters the cassette. Trying to relive the pressure, dr. Prom thought removing the tubing would allow a "slow pressure" release of the blood inside the cassette. Once the tube was removed, blood shot everywhere including down into the machine. Per the rep, there was no report of any contact with the patient operating room staff.

Manufacturer narrative:
Complaint could not be confirmed. The as-received condition at arthrex prohibited the functional testing and evaluation of the device, as the abs-10060r was returned in an uncleaned, biohazardous state. No root cause could be determined. Review of the event however suggests a likely cause of the event is a clot due to the blood coagulating in the collection device abs-10063. Per the directions for use, anticoagulant is necessary before processing blood on the angel system.